Manufacturer narrative:
Additional narrative: the complaint description states that when screwing in superior locking screw into metaglene, the screw broke in half. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when screwing in superior locking screw into metaglene the screw broke in half. The surgeon could retrieve the screw head with pliers but the tip of the screw was not able to be removed , half the screw remains in the patient.